Manufacturer narrative:
The serial number of device and availability of device for evaluation is not known as of (B)(6) 2011.

Event description:
It was reported via litigation that the caregiver was lifting a patient lying on a stryker advantage series emergency care wheeled stretcher. Reportedly, although the brake was set, the stretcher rolled forward. Allegedly, the caregiver took the weight of the patient onto her arms, neck and shoulders. Reportedly, this caregiver injured her neck, resulting in cervical disk injury, rotator cuff tear, and surgery.